Manufacturer narrative:
A ge service representative performed an onsite investigation. The contacts on the 5v power supply were cleaned and the voltage was adjusted for optimal performance. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently would not make x-rays. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.